Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced a failed pressure of 43 psi. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The screen was scratched. The moment the device was powered up the device started double beeping. The pressure was also found to be outside of specification. The customer reported product problem (failed pressure) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty downstream sensor was replaced.